Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple intermittent occlusion alarms. The customer's blood glucose elevated to an unknown value which was addressed with a manual injection. Multiple attempts were made by tandem technical support to follow-up with the customer; however, the customer did not respond.